Manufacturer narrative:
Visual inspection was not performed as the lens has not been returned to the manufacturer. The reported complaint cannot be confirmed. The manufacturing process record (po) was evaluated and the lenses were manufactured within specifications. The units were released according to specification. A search on complaints revealed no additional complaints for this order number have been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was implanted (B)(6) 2015. The patient complained of negative dysphotopsia following the lens implant and was reported to be extremely unhappy. Blurry vision, halos and glare were additionally reported. The lens was explanted on (B)(6) 2015 and replaced with a non amo lens. No further information was provided.